Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries are not charging.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. There was no patient involvement reported.

Manufacturer narrative:
Event site telephone: (B)(6) (not put in block e1 due to character length). A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse found that the battery was fully charged. The fse went into the diagnostics to see if the charging current was going into each battery and it was all okay. There were no errors in the fault log. The fse replaced with half charged batteries to check the charging current coming out of the power management board. The fse also checked the power management board. The batteries were charging okay. A full function check was performed. The iabp was back in use.